Event description:
Caller states that the following readings were obtained on a patient with two inform systems within 10 minutes: 335 mg/dl (inform system 1) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. (B)(4).